Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient was experiencing a low of 40 mg/dl due to an inaccuracy between the cgm and bg meter, so patient's husband called the paramedics. Paramedics arrived and administered patient an unknown medication which raised patient's blood glucose levels up to 269 mg/dl. Paramedics then departed from patient. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported and patient was fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation nor was the receiver data provided from the patient to review; therefore, the reported inaccuracy between the continuous monitoring system and the blood glucose meter cannot be confirmed. Additionally, it should be noted that the diabetes mellitus is a known cause of hypoglycemia.